Event description:
It was reported the lead was removed due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Distal conductor had blood//body fluid (not obstructed); blood/body fluid on outer tubing overlay; outer insulation had cosmetic depression; helix/lobe distorted/bent; blood in/on helix/lobe mechanism. Apparent explant damage.